Event description:
It was reported that a malfunction occurred on the pump, causing the same error code to recur even after attempts to reset the device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump and decided to replace it to resolve the issue.